Event description:
It was reported that the patient experienced high blood glucose event, with a blood glucose level of 262 mg/dL, after a crack developed in the quick release on (b)(6) 2026. The high blood glucose persisted for greater than four hours and was treated with insulin administered via a pen.

Manufacturer narrative:
Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325-1219. Based on the available information, this event is deemed to be a reportable Serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number Reporting Site: 8021545, Manufacturing Site: 3003442380.